Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively the patient experienced a suspected ventricular tachycardia (vt). The right atrial (ra) lead exhibited possible dislodgement and sensing issue. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.